Event description:
Complainant alleged that the clinician was monitoring a 63 year old male pt as he was being transported to the catheterization lab. Although the pt's baseline rhythm was being displayed on the device screen, the device did not display the any alpha-numeric characters. All other device functions were operational. The complainant indicated that there were no adverse effects on the pt as a result of the reported malfunction.